Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. Returned product consisted of a emerge balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. There were numerous hypotube kinks. There was tip damage. Functional testing with an inflation device filled with water was used to inflate the balloon to the rated burst pressure (rbp) and revealed no burst. There is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a severely tortuous and severely calcified coronary artery. A 2.00mm x 12mm emerge¿ balloon catheter was advanced to dilate the lesion. First inflation was done at 6 atmospheres (atm) for 8 seconds, the second was at 10 atm for 10 seconds; however, upon third inflation at 14 atm for 8 seconds, the balloon ruptured due to a calcium nodule. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a severely tortuous and severely calcified coronary artery. A 2.00mm x 12mm emerge¿ balloon catheter was advanced to dilate the lesion. First inflation was done at 6 atmospheres (atm) for 8 seconds, the second was at 10 atm for 10 seconds; however, upon third inflation at 14 atm for 8 seconds, the balloon ruptured due to a calcium nodule. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.